Event description:
It was reported that the physician said the dermatome device is not shaving correctly. The device was in contact with the patient, however; it was reported there was no patient injury.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.